Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 516 mg/dl. Reportedly, the customer used the cartridge and insulin beyond labeling. Tandem technical support educated the customer on cartridge and insulin labeling. A new cartridge was loaded onto the pump, and a manual insulin injection was administered to address bg level.